Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Event description:
Customer reported error code (patient (B)(4) not blocked).: the customer reported that the device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the air sensor, exhalation sensor, and o2 sensor. Unit successfully passed performance verification. Unit is ready for use.

Event description:
Customer reported error code 3131 (patient wye not blocked). The customer reported that the device was not in clinical use at the time the issue was discovered.